Manufacturer narrative:
The field service engineer (fse) replaced the vacuum, rinse tubing, and rinse head valves. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The electrode and reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and a1c-2 tina-quant hemoglobin a1c gen.2 results for 2 patient samples on a cobas 6000 c501 module. For sample 1, the initial na result was 163 mmol/l. The doctor questioned the result and the sample was repeated. The sample was repeated on another analyzer and the result was 135 mmol/l. The repeat result was deemed correct. For sample 2, the initial a1c-2 result was 11.6%. The sample was repeated and the result was 6%.